Manufacturer narrative:
Manufacturer's investigation conclusion: the reported of a driveline fault alarm was confirmed via the submitted log file. The submitted log contained data spanning approximately 27 days (B)(6) 2020 per timestamp). On (B)(6) 2020 at 6:06 the driveline fault alarm activated due to phase 1 of the driveline was measured lower than phase 2 and 3. The alarm remained active through the end of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in log file. The system controller, serial number (B)(6), was not returned for analysis. The customer planned to replace the controller and return it for evaluation. Attempts were made to gather more information regarding the reported event including if the controller had been exchanged and if it would be returned. To date, no response has been received and the controller has not returned for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault and yellow wrench alarms along with the actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a driveline fault, which was confirmed through a log file analysis. The patient's primary controller was exchanged.